Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no impact to the customer¿s blood glucose level exceeding 500 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.